Event description:
Unit was returned to co's facility for repair. Repair tech noticed that the battery pack used was not the correct one for this model. It was also noted that the battery pack and wiring showed signs of heat damage.